Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a secondary set would not flow when connected with a clearlink continu-flo set. This occurred during infusion. Both sets were primed with saline and dextrose. The primary bag was hung lower than the secondary bag with two hangers. When the primary set was changed the secondary set would flow. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.